Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not turn on, and users reported a burning electrical smell coming from it. A field service engineer (fse) found that the station would not start due to an unresponsive power supply. The power supply was replaced using a unit borrowed from the station, restoring full functionality. The device was tested in diagnostics and by the customer, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that pyxis not turned on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that pyxis not turned on. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.